Event description:
Philips received a complaint by the customer on the v60 indicating that the device touchscreen is not responding to touch at the top of screen. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the customer was unable to complete touchscreen calibration, unable to touch top to exit. The customer powered down and back into service mode, went to touchscreen diagnostic mode and found that touchscreen is not responding to touch at top of screen. Informed the customer that the manufacturer recommends replacing touchscreen. The rse provided parts ID for the touchscreen for repair. Per good faith effort (gfe) response, it was confirmed that the touchscreen failed but was not replaced. Since the part was not replaced/repaired no specific testing was done. The ventilator is out of service. The ventilator will not be shipped back for repair. The unit is planned to be retired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was confirmed unit did not meet product specifications. The device was not being used for treatment when the reported event occurred.